Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. Device evaluation: no mz1000-br sample was available for investigation. The customer reported that the affected sample was from lot: 24036031 and that they experience blood reflux in the maxzero housing; the customer also appears to indicate that the maxzero piston remained recessed after disconnection from the connecting product. As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph confirmed the customer's experience where blood reflux could be seen; however, in each instance the piston had returned to the closed position. Additional information from the sales representative confirmed that the customer's experience was as a result of improper use of the maxzero, however no further details were available to clarify the exact details of the improper use. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot: 24036031 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note the maxzero is not a back check valve and under certain circumstances it is possible for blood to back flow into the maxzero; such a phenomenon can occur if the patient has high blood pressure. As stated in the directions for use "flush the maxzero after each use with normal saline or in accordance with facility protocol." And "failure to properly prime the device can result in reflux". A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero product family in the past 12 months.

Event description:
It was reported that the bd maxzero needleless connector was damaged. The following information was provided by the initial reporter: the customer appears to indicate that the maxzero piston remained recessed after disconnection from the connecting product.